Event description:
It was reported the patient felt stimulation the day prior to the report, but not the day of the report. The patient used to charge her device every month, but started charging it every four to six weeks. The patient believed that the last time she charged was five weeks prior to the report. The patient tried charging the device two days prior to the report and it did not give any "bars", so she plugged in her recharger to the wall outlet for two days. However, when the patient tried to charge she was unable to do so and was worried she had to get her device replaced. When the patient used the patient programmer she saw the poor communication screen and when she used the recharger she saw the reposition antenna screen. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot# v001559, implanted: (B)(6) 2006, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient did not have any concerns with device or therapy and that the patient had received assistance from their doctor or manufacture representative and their concerns were resolved.